Event description:
A 100 ml potassium bolus was being administered through a secondary medication line that was connected to the primary IV solution set. The potassium was programmed to be administered at 100 cc/ 1 hour. The potassium infused within 11 minutes of being hung. The IV tubing was examined by a bio medical technician who found that the backflow valve on the primary site was faulty allowing the potassium bolus to back flow into the primary IV bag.